Event description:
This is one of the otisknee cutting guides which were not machined correctly.

Manufacturer narrative:
Methods - previous reported event. Results - previous reported events indicate a macro change implemented without full validation of effect of change. Change not evaluated based in impact to cut files and jig design. Use of macro resulted in jd being based on incorrect planning model.